Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately two years and four months post index procedure, the pt complained of chest pain and went to the hospital. A coronary angiogram was conducted and thrombus was observed in the cypher stent. To treat the thrombus, aspiration and plain old balloon angioplasty were conducted with a 3.5 x 15mm balloon at 28 atms for 20 seconds. The 4.0 x 32mm liberte bare metal stent was implanted in the cypher. Post-dilation was conducted with a 3.75 x 15mm balloon at 20 atms for 20 seconds. The pt recovered and was discharged from the hospital. The pt had a target lesion in the mid right coronary artery. The lesion was type c and de novo and vessel had flexion. The lesion length was 23mm and vessel diameter was 3.5mm. In 2004, a 3.5 x 23mm cypher stent was implanted in the target lesion. All other procedural information is unknown. The physician commented that the thrombotic event was possibly due to the fact that the stent was under-dilated. The pt's medications include the following: aspirin, ticlopidine hydrochloride and heparin.